Event description:
A malfunction was reported on a customer's pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer support provided instructions to reset the pump, assisted in the reset process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which the customer acknowledged and understood.